Manufacturer narrative:
Replaced flow valve to address flow valve calibration failure. No report of patient involvement. (B)(4).

Event description:
The ge healthcare demo site reported that, unit failed flow valve calibration. There was no reported patient involvement.